Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the customer was performing an emergency treatment when the issue occurred, and the problem occurred at the end of fluoroscopy procedure and completed without storing the images. The philips field service engineer (fse) inspected the system onsite and identified that the fluoroscopy was working without images storage. Review of system log file identified that the x-ray pc gave a user message indicating, the image storage was not possible due to image disk problem. As a troubleshooting action, fse reinstalled the x-ray pc software, but the issue persisted. Fse then replaced x ray pc. The faulty x-ray pc was returned to philips for further analysis. The analysis confirmed the malfunction of x-ray pc as there was failed ram. Following the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's x-ray computer gave an error indicating the image disk malfunctioned, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. The patient's procedure was delayed. Philips has started an investigation of this complaint.